Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve was implanted during a transcatheter aortic valve implantation procedure in a patient with a bicuspid aortic valve and heavy calcification of the native aortic valve. After implant, the transcatheter aortic valve was reported to be under expanded, and post-implant dilation was performed using a 25 millimeter (mm) balloon. The post-implant dilation was performed in the middle of the valve, after which the waist of the implanted valve was reported to be completely stretched. Approximately 7 years and 3 months following the implant of the valve, central aortic regurgitation was observed. A redo transcatheter aortic valve implantation was planned.

Event description:
It was reported that a transcatheter aortic valve was implanted during a transcatheter aortic valve implantation procedure in a patient with a bicuspid aortic valve and heavy calcification of the native aortic valve. After implant, the transcatheter aortic valve was reported to be under expanded, and post-implant dilation was performed using a 25 millimeter (mm) balloon. The post-implant dilation was performed in the middle of the valve, after which the waist of the implanted valve was reported to be completely stretched. Approximately 7 years and 3 months following the implant of the valve, central aortic regurgitation was observed. A redo transcatheter aortic valve implantation was planned. Additional information was received which reported that initially the regurgitation was mild-moderate but worsened over time since the valve implant. Additional information was received to report the central aortic regurgitation had worsened too severe.

Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event b5. A third paragraph was added. Additional codes. Annex f code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.